Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's endocrinologist reported via phone call that the customer was taken by ambulance in emergency room due to diabetic ketoacidosis on unknown date. They reported guardian sensor was reading significantly lower than his blood glucose. It was unknown whether the auto mode feature was active at time of event. It was reported that diabetic ketoacidosis was directly caused by the sensor reading significantly lower. Customer was back in range. The device will not to be returned for analysis.